Manufacturer narrative:
Inspected 1 opened/used sensors found with broken sensor cannula and part is missing. Unable to confirm customer received sensor damage due to customer returned opened/used sensor.

Event description:
The customer reported via phone call that when they removed their sensor the cannula was tiny; the cannula was smaller than usual. The patient's blood glucose at the time of incident was 231 mg/dl. Troubleshooting did not occur. The sensor was returned for analysis.